Manufacturer narrative:
The reporter submitted medwatch mw5082083 to the FDA for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in the middle of an exactamix 500 ml eva tpn bag. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured between july 06, 2018 - july 07, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.